Manufacturer narrative:
This device was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, the patient explained that his pulse rate had been around 40 for the past two weeks. The device had been programmed to vvi 60ppm and the atrial port had not been used. During the check, a charge was started when interrogation was completed. From the status of surface electrocardiogram, the electrogram, and the patient's condition, they considered that it was inappropriate operation of the device and it was diverted manually. The right ventricular (rv) defibrillation lead pacing impedance measured greater than 3000 ohms and shock impedance was 44 ohms. There was pacing failure, and a lead fracture was suspected. After the device charged and diverted twice, the tachy mode was programmed to off. A chest x-ray showed a lead fracture in the left subclavian area. The patient was hospitalized and both the lead and device were replaced. No adverse patient effects were reported.